Event description:
It was reported that a physician achieved arteriotomy closure of a femoral artery using the starclose device after an interventional procedure. Reportedly, after arteriotomy closure, the pt had a bloody stain in the right groin at 1830 hrs, 1900 hrs, and 2000 hrs on (B)(6)2008, otherwise, the site was benign. No treatment was reported. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.